Event description:
It is reported that the pt was revised due to leg length discrepancy.

Manufacturer narrative:
Eval summary: revision operative notes were returned which noted that the reaming of the acetabulum was translated more superiorly and slightly medially by approx 1 centimeter. It was stated that significant shortening of the leg was obtained, so a constrained liner was implanted for this reason. It is possible that initial placement of components did not address leg length discrepancies, however, neither x-rays nor primary surgical notes were returned so this could not be confirmed. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.